Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple rounds of anti-tachycardia pacing and multiple episodes of inappropriate shocks due to atrial fibrillation with rapid ventricular response at a variable rate of 160-200 beats/minute. The therapy zones were reprogrammed with the new ventricular tachycardia treated zone at 200 beats/minute. The ICD remains in service and no adverse patient effects were reported.